Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a lesion in the left anterior descending (lad) artery. The 3.5x20mm trek rx balloon dilatation catheter (bdc) shaft broke off inside the anatomy. It is unknown if intervention was performed to remove or embed the separated portion. Another balloon was used to complete the procedure. There was no adverse patient sequelae and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Visual analysis was performed on the returned device. The reported separation was confirmed. The production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the reported information and results of the complaint investigation there is no indication the reported separation is related to a potential product quality issue. Possible factors that may contribute to a separation may include, but not limited to, interaction with the anatomy, user attempts to remove against resistance and physician applies excessive force against resistance. There was no damage noted to the device during the inspection prior to use or during preparation, which suggests a product quality issue did not contribute to the reported difficulties. Returned device analysis noted that the material at the noted inner and outer member separations was stretched and jagged which suggests that the separation may be related to tensile overload (material stress/fatigue). Based on the returned device, the noted stretching on the device and jagged material is indicative of difficulty and/or handling during removal which likely led to the reported separation; however, since limited information was provided, a conclusive cause cannot be determined. Additionally, foreign body in patient and serious injury/illness/impairment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Additional information: d4 - model # added. Corrections: b5 describe event or problem: updated. D1 brand name updated. D2a common device name updated. D3 name updated. D3 address, city, postal code updated.

Event description:
Subsequent to filing the initial MDR, update to event description: it was reported that the procedure was to treat a lesion in the left anterior descending (lad) artery. The 3.5x20mm trek rx balloon dilatation catheter (bdc) shaft broke off inside the anatomy. It is unknown if intervention was performed to remove or embed the separated portion. There was no clinically significant delay in the procedure. Additionally, subsequent to the initially filed MDR, the following additional information was provided: another balloon was used to complete the procedure. No additional information was provided.